Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. Coagulated blood was observed between the header end cap threads on the cavity ID end of the dialyzer. The sample was subjected to a laboratory leak test where no leak was observed. There was no damage or irregularities noted to the dialyzer molded components. The dialyzer was then disassembled for further visual examination. Upon removal of the header end cap, a pu sliver measuring approximately 2.5 cm in length was identified with the dialysate ports at 0°. The pe/pu sliver laid across the potting cut surface, extending under the o-ring and between the housing threads and header cap. The inferior surfaces of the pu were then visually examined on both ends for voids; no voids were observed. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that a dialyzer blood leak occurred 20 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed. The patient¿s estimated blood loss (ebl) was approximately 10ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.